Manufacturer narrative:
Retainer ring = black. On 12/14/2021 customer called in with the following concern: critical pump error/open book image and cracked at the back of the pump. Device power up properly after battery installation. Unit was downloaded successfully using (thus software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that on 11/23/2021 pump error 53 alarm was recorded. File number =2005 line number=5632 (B)(4). Per r&d investigation pump error 53 was due to an unstable power to the rf chip, software anomaly. The adapt tool also recorded pump error 63 and pump error 4 alarm on 12/13/2021. File number = 2005, line number = 9926. Per r&d investigation pump error 63 was generated due to the rf chip error. Pump error 4 is the consequence of pe63. Suspecting of a hard ware error. Proceed it with the following testing to assure proper functionality of the unit. Device passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) during testing. Device power up and was tested successfully. Device received with cracked case(battery tube) and cracked battery tube threads. In conclusion, customer allegations are not confirm during testing. No critical pump error(open book image) noted during testing. However, pump error 53, 63 and 4 were recorded in download history files. Problem isolated to electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had open book image error alarm. Customer stated the red cross with a book pointing with question mark was displayed on the screen. The insulin pump had a crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
S/w 4.11c. Retainer ring=black. On (B)(6) 2021 customer called in with the following concern: critical pump error/open book image and cracked at the back of the pump. Unit power up properly after battery installation. Unit was downloaded successfully using (thus software) for reference. The adapt tool was utilized to search for any alarms that may have occurred in the past or around the complaint date that might of trigger the reason complain. The adapt tool reveals that on (B)(6) 2021 pump error 53 alarm was recorded. File number =2005 line number=5632 esf2610666. Per r&d investigation pump error 53 was due to an unstable power to the rf chip, software anomaly. The adapt tool also recorded pump error 63 and pump error 4 alarm on (B)(6) 2021. (Variable = 21) file number = 2005, line number = 9926. Per r&d investigation pump error 63 was generated due to the rf chip error. Pump error 4 is the consequence of pe63. Suspecting of a hard ware error. Proceed it with the following testing to assure proper functionality of the unit. Pump passed self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book) during testing. Unit power up and was tested successfully. Unit received with cracked case(battery tube) and cracked battery tube threads. In conclusion, customer allegations are not confirm during testing. No critical pump error(open book image) noted during testing. However, pump error 53, 63 and 4 were recorded in download history files. Problem isolated to electronic assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
The device was returned for analysis.